Manufacturer narrative:
Lead model 3387s-40, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown; extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown; programmer model 37642, serial # (B)(4).

Event description:
It was reported that the patient experienced a return of symptoms and an 'out of regulation' display on the programmer. It was reported that the device system had been on 100% of the time. The device system was successfully interrogated and the 'out of regulation' message cleared. Follow-up reported that 'the patient was doing fine'.